Event description:
It was reported that at routine follow-up, the device was found to be "dead," with no telemetry. Additional information was later received reporting the patient was not able to transmit via carelink any longer, so the physician was contacted. The physician tried to interrogate the device, but it was not possible. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initial analysis confirmed the reported no telemetry condition. Further analysis found a high current drain condition. The cause of the high current drain condition was the result of solder bumps on an integrated circuit.